Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings linear, calcification white particles in the shell and crease fold. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the posterior, one opening striated on the anterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp opening due to fold flaw opening. One striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.